Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog. No observed rupture in the device. Observed creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.